Manufacturer narrative:
The device was received in the fully deployed positioned with the pink slide insert visible in the viewing window. The downloaded data shows the device completed first and second priming sequences and then was deactivated. The downloaded data does not show any timeouts or drive stalls. The device was reset to the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. The exact cause of the needle mechanism failure could not be conclusively determined. The soft cannula was observed to be shortened. The timing and cause of this damage is unknown. Fluid was unable to pass through the entire fluid path due to the damaged soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn. Less than an hour.